Manufacturer narrative:
This is one of two related reports. This report represents the impella cp and another report will be submitted to represent the guide wire. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 63-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. An initial groin angiogram of the right femoral artery demonstrated no abnormalities, and the femoral artery was reported to be patent, with smooth insertion of the impella sheath without difficulty. During the procedure, after sheath insertion, the physician was initially unable to advance the guidewire for ventricular access. Additional angiographic evaluation was performed higher in the vasculature, which identified disease within the iliac artery extending to the bifurcation of the abdominal aorta. The obstruction was treated with balloon angioplasty, after which the guidewire advanced without difficulty, and the impella cp device was successfully delivered and placed. Distal pulses were confirmed to be present following placement. The difficulty with guidewire advancement was therefore attributed to underlying vascular disease rather than an issue with the sheath or impella device. During impella cp support, the patient developed possible hemolysis, as evidenced by blood-tinged urine. Imaging was performed to assess device position, and overall impella position was confirmed; however, it was reported that the pump was in contact with the mitral apparatus. The impella cp device was subsequently removed, and the hemolysis resolved following device removal. Therapy was escalated to an impella 5.5 device for continued hemodynamic support. It was noted that the decision to escalate support was not attributed to concern for hemolysis.